Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported event of the distal end cover being burnt was confirmed. The probable cause was likely attributed to high-energy endo therapy accessories being used without ensuring sufficient distance from the distal end. A definitive root cause for the events could not be determined. The events can be detected and prevented by implementation in accordance with the below IFU. Inspection method is described in the operation manual for gif/cf/pcf-290 series chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope plastic distal end cover exhibited a burnt tip. The issue was found during inspection of the device. There were no reports of patient harm or impact associated with this event.